Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient¿s skin itched with open wounds. It was reported that it lasted for a month and left a dull, dark, scar. Although a medical facility was documented on (B)(6) 2020, there was no report of medical intervention. No additional patient or event information is available.